Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor. The customer reported that the low glucose alarm failed to trigger when the customer became hypoglycemic while sleeping. The customer lost consciousness, and emergency services were called. A healthcare meter result of "below 2.0 mmol/l" was obtained, but the customer was unaware of what treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. No issues were identified with the librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.